Event description:
It was reported that a user experienced hyperglycemia while using the ilet after changing infusion sites twice the same day, with reported blood glucose values of 318 mg/dl and a confirmatory fingerstick of 330 mg/dl, later trending down to 304 mg/dl; troubleshooting included counseling to allow time for insulin delivery at the current site or to use external insulin with disconnection from the ilet. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no alarms or alerts. Investigation included customer interview and troubleshooting with education on insulin delivery timing and off-pump external insulin use. Investigation of this case revealed no device alarms, no confirmed device malfunction, and a cause that remained indeterminate due to limited information and concurrent infusion site changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.